Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details and device status regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon became stuck with the guidewire. A 7.0 mm x 40 mm x 75 cm athletis balloon catheter was advanced for dilatation of an avf stenosis. During positioning, the balloon became stuck on the guidewire and could not be advanced into the lesion. After several attempts, the device was determined to be defective. It was removed, and the procedure was completed with another of same device. No additional information was reported.

Event description:
It was reported that the balloon became stuck with the guidewire. A 7.0 mm x 40 mm x 75 cm athletis balloon catheter was advanced for dilatation of an avf stenosis. During positioning, the balloon became stuck on the guidewire and could not be advanced into the lesion. After several attempts, the device was determined to be defective. It was removed, and the procedure was completed with another of same device. No additional information was reported.

Manufacturer narrative:
Device eval by MFR: the device was received with no guidewire inserted in the device. During the product analysis the investigator was unable to advance a boston scientific 0.035 guidewire through the device due to a blockage approximately 455mm distal from the proximal end of the hub. The device was soaked in a water bath at a temperature of 37 degrees celsius before further attempts were made to advance the guidewire. The device was removed from the water bath, and the user was still unable to advance the guidewire through the device due to the blockage. The investigator dissected the shaft of the device and solidified blood was removed from the shaft. A visual examination identified that the balloon was tightly folded and was not subjected to positive pressure. No issues were identified with the balloon material. No issues were noted with the tip of the device. A visual and tactile examination found no issues with the shaft of the device.